Event description:
The sales associate reported the patient was experiencing pain and a swollen cheek. The surgeon suspected an allergic reaction, however they confirmed it was an infection and the right joint was explanted. The type of infection has not been provided and no pathology or operative reports have been received. They are waiting for the patient to recover to determine the next steps.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of nine for the same event.